Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving infumorph (5 mg/ml at 3.2269 mg/day) via an implanted infusion pump. It was reported the patient was hearing a critical alarm from their pump every 10 minutes. The caller was advised to check the pump logs as soon as possible to determine the reason for the alarm. It was further reported the pump was interrogated and there was multiple motor stalls and recoveries with the last stall no recovered. It was noted the first motor stall was on (B)(6) 2020. There was no emi or magnetic interaction with the pump. Patient services discussed min rate mode, pump replacement and sending the pump back to mdt analysis. The patient has spoken with the hcp and they are going to replace the pump.